Manufacturer narrative:
As viewed through the returned packaging, the coil was returned unsheathed with damage to the proximal section. The proximal section was returned stretched with intermittent damage to the remainder of the coil. Due to return handling and packaging of the exposed coil, the circumstances of how and when this unreported damage occurred cannot be determined. It should be noted that the coil was returned unsheathed and unprotected. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green, light failed to illuminate. No manufacturing defects were found. The most likely contributing to the coils inability to be detached in the target site may have been due to wiring and/or a fracture to the solder joint connection. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of how and where the product was damaged are not known. Without return of the complete detachment system it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during coil embolization of abdominal hemorrhage the deltaplush (cpl100206/c27114) could not be detached. A micro catheter ((B)(4)) and a dcb (enpower/lot unknown) were used for the procedure. It was reported by hospital contact that, when attempting to implant the complaint coil as 3rd coil (also 3rd deltaplush), the physician was unable to detach in spite of pressing the detach button 10 times. Thus it was withdrawn and replaced with another coil. The procedure was completed without further issues or delay. There were no patient injury/ complications. The product was new and stored per labeling instructions. The procedure was conducted by the IFU and the constant flush had been maintained at all times. No visible damage on the product prior to the event. The product will be returned for analysis. No further information is available.